Event description:
Customer reported receiving imprecise readings on their adc meter. Customer reported receiving readings of 173 mg/dl, 106 mg/dl and "hi" within 10 mins. All tests were performed on the finger. The results of 173 mg/dl, 106 mg/dl and 501 mg/dl were plotted on a parkes error grid and fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). This is an initial report. The product has been requested for investigation and a final report will be submitted when the investigation is complete. Note: this meter does not give a numerical value for readings greater than 500 mg/dl. A message of "hi" displays on the meter for glucose levels above 501 mg/dl.